Event description:
Cystectomy with ileal conduit. Slcr55b dlu was loaded onto plc55, ensuring the reload was properly seated. Plc55 was then attached to the flexshaft and calibrated but pc read "slcr55b". Plc was placed on terminal ileum and fired in normal sequence however upon inspection of the staple line, there was no transection and the staple line had very inconsistent rows of staples (malformed staples).